Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Same case as MDR ID's: 2134265-2018-01716, 2134265-2018-01717, 2134265-2018-01718, 2134265-2018-01719. It was reported that the patient received five (5) wallstents in her iliac vein. The patient has been experiencing cramps in her blood vessel causing poor circulation.